Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding the delivery of an unknown drug (device registry lists the drug as lioresal; 2000mcg/ml at 100.2mcg/day) in an implantable infusion pump for intractable spasticity and head/brain injury. The pump was removed due to infection caused by "fecal catheter leaking." No further information was provided. Additional information was requested from the healthcare provider (hcp) regarding drug information, concomitant drugs, pertinent medical history, the infection onset, patient symptoms, and if the infection resolved.